Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the investigation details the reported condition of the device overheating during usage could not be confirmed. Service did a clean, lube, and adjust to the device, and it was returned to the customer.

Event description:
It was reported that the handpiece began overheating prior to the start of an oral surgery. There was no pt involvement or any user injury reported.